Manufacturer narrative:
The investigation of access site bleeding and ectopy has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the ectopy was not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 and during support, the patient had bleeding at the access site. A wound vac was placed at the access site. Support was continued and the staff monitored. Additionally, the patient had ectopy when in certain positions. There were no impella alarms. The staff ordered echocardiography to check positioning. The patient survived the event.